Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: a synergy ous mr 3.50 x 16mm stent delivery system (sds) was returned for analysis. Stent not returned. Stent separated from sds. There was no stent on the balloon. The balloon folds were evident but were slightly relaxed crimp markings were evident on the balloon, it did not appear that positive pressure had been applied to the balloon. Stent crimp markings on the balloon indicated correct positioning and crimping of the stent prior the complaint incident. A visual and tactile examination of the hypotube profile found multiple hypotube kinks. A visual and tactile examination of shaft polymer extrusion profile found no issues. A visual and microscopic examination of the tip found no damage to the tip profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 21apr2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). A 3.50 x 16 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported. However, returned device analysis revealed stent detachment.